Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416500 model: sc-8416-50 serial:(B)(6) batch: 7073261.

Event description:
It was reported that the spinal cord stimulation (scs) implantable pulse generator (ipg) was poking through the patients back. The patient underwent an explant procedure. All explanted device components will not be returned.